Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right hemithyroidectomy procedure, the stim probe would not activate. User tried to reposition and replug multiple times the probe with no change. There was a procedure delay of 30 minutes. The procedure was completed with changing the probe. There was no patient impact.

Manufacturer narrative:
H3: analysis found visually, there was no external damage in the construction of the device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement had no reading (open circuit) which was out of specification. The probe tip fit securely into the handle with no issue. Functionally, for further analysis, the device was connected to a nim system using a 1.0ma stimulating current and 100v threshold and, while stimulating with a patient simulator, there was no response. For additional analysis, an x-ray was performed to observe the internal construction of the device and the wire was broken at the proximal end of the handle prior to the molex terminal connection. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf annex code b21, c21, g04102 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf annex code d16 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.